Manufacturer narrative:
During testing at the service center it was noted pin 2 on the bolus cord connector was broken off and the white connector housing was cracked. A probable cause of the customer reported broken pins is excessive force applied when disconnecting the cords from the device which resulted in the breaking of the pins and the damage to the white connector housing. Due to the broken pins, the test device did not deliver a bolus dose when the bolus cord button was pressed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during routine preventative maintenance the "pins broke inside the bolus cord." No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device did not deliver a dose when the bolus cord was pressed.